Event description:
New information notes the rv lead had been successfully extracted yesterday (B)(6) 2019 due to high impedance and threshold. The patient condition is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased lead impedance and increased thresholds were observed. A lead fracture was suspected. X-ray was performed and there was nothing different, between during implant and x ray. The physician decided to explant the lead sometime in (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.